Manufacturer narrative:
The device was returned and the reported complaint was confirmed. Investigation revealed that the grasping section could not be opened due to a detached level pin head. It was also observed that there was evidence of burnt mark on the surface of the teflon jaw.

Event description:
It was reported that the device failed to work during an unspecified surgery procedure. The intended procedure was completed with another similar device. There was no patient injury reported.